Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer, despite following proper procedures, was unable to successfully load a new cartridge. After becoming upset, the customer declined further assistance and demanded a replacement pump. Consequently, the situation led to approval for the dispatch of a loaner pump.